Event description:
It was reported that device migration and explantation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy guidance. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed after meeting release criteria. When the closure device was released and implanted, it shifted 90 degrees as noted on tee. The physicians decided to conclude the procedure, and bring the patient back 6 hours later to retrieve the device. The percutaneous explant procedure was then performed the same day, using a non-boston scientific (bsc) snare and retrieval device while using a 24 fr non-bsc sheath. The closure device was removed from the body and the retrieval procedure was concluded. There were no patient complications.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that device migration and explantation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy guidance. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 24 mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed after meeting release criteria. When the closure device was released and implanted, it shifted 90 degrees as noted on tee. The physicians decided to conclude the procedure, and bring the patient back 6 hours later to retrieve the device. The percutaneous explant procedure was then performed the same day, using a non-boston scientific (bsc) snare and retrieval device while using a 24 fr non-bsc sheath. The closure device was removed from the body and the retrieval procedure was concluded. There were no patient complications. It was further reported that the left atrial pressure during the procedure was measured at 5 and noted to be low, so a fluid bolus was administered in response. The patient was discharged.